Manufacturer narrative:
(B)(4). Additional information: baxter product surveillance contacted the nurse on (B)(4) 2011 regarding the event. The nurse is not aware of this event and what acute patient was on the device at the time of the event. Since no patient name was provided in the initial complaint no further information could be obtained. No further information is available. No patient injury or medical intervention was reported. Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the increased intraperitoneal volume (iipv) that was discovered during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's ultrafiltration reading was 1230ml, indicating the home patient (hp) drained 1230ml more than their programmed fill volume of 2000ml. This information meets iipv criteria. No patient injury or medical intervention was reported. No further information is available at this time.